Event description:
It was reported to boston scientific corporation that a rotatable polypectomy snare was used during a colonoscopy procedure performed on a (B)(6) old male patient on (B)(6) 2010. According to the complainant, after advancing the device into the patient without issue, the snare loop was not able to be extended. The procedure was completed with another rotatable polypectomy snare. Additionally, prior to use the device had been completely uncoiled and no bends or kinks were visible in the plastic sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working length detached.

Manufacturer narrative:
The returned device presented with the catheter sheath detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Analysis of the catheter sheath found that the proximal end of the catheter was flared out, which resulted in the detachment. The condition of the returned device was consistent with the complaint that the snare loop failed to extend; the complaint was confirmed. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.